Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-apr-2026. [Additional information]: on 01-apr-2026, additional information was received. Per the information, the procedure was targeting the right internal carotid artery (ica). The procedure was a stent-assisted endovascular embolization of an aneurysm on the right cavernous sinus of the right ica. The information also clarified the statement ¿does surgeon have an extra set of hands to support while flushing aligning the enterprise system? -yes.¿ meant that continuous flush was maintained. The information confirmed that the stent and stent delivery have been separated, confirming the premature detachment. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and the reported 20-minute procedure extension was not considered to be clinically significant. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 10007048. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 10007048) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31681990) and could not pass through it. The physician attempted to retract the stent, but the stent was found prematurely detached from the delivery wire in the proximal end of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the devices to complete the procedure. The replacement stent was another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800). There was no report of any negative impact on the patient. The procedure was reportedly prolonged by about 20 minutes.